Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 198 mg/dl at the time of the incident. Customer states the pump is vibrating without an alarm or alert. The customer states that there was fluid/moisture in the device. Customer states the pump display went blank immediately after pump. The customer's insulin pump passed the self test. The customer stated that the constant tone was still occurring. The customer did not return the device for analysis.